Manufacturer narrative:
The customer¿s report of an overinfusion of tpn was not confirmed. The pcu event log showed that at 5:19 pm on (B)(6) 2016 the pump module was programmed to infuse drugid 227 at 2.8ml/hr . The device was channeled off at 11:50 pm. The volume recorded as being infused during this period was 36.333ml. During the infusion, the device alarmed twice for air in line and twice for flo stop open. The log showed the flo stop was only open for a total of 2 seconds. The customer¿s dataset was not provided, therefore drugid 227 cannot be positively identified. The starting volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion of tpn was not identified. The pump module was not returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a tpn infusion at 2.8ml/hr (tv 120ml) infused in 6 hours instead of the programmed 24 hours. There was no report of patient harm, and no further details of the vent were provided.